Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer via call, who developed an eye ulcer after wearing contact lenses and the infection was likely attributed to (escherichia coli and klebsiella) bacteria in left eye. Consumer was undergoing treatment for past two weeks during which consumer was prescribed with tobramycin by the eye doctor. The consumer discontinued use of contact lens. The current status of the consumer¿s eye was symptoms resolved at the time of this report.